Event description:
It was reported that the 2.5 x 12 mm trek balloon dilatation catheter (bdc) was advanced to the lesion and successfully inflated with a syringe to an unknown pressure. However, it was not possible to deflate the balloon. The inflated balloon was retracted from the anatomy. Reportedly, due to the small size of the bdc, there were no issues noted during withdrawal. No further treatment was required, the final outcome was good. There was no reported adverse patient sequela and no reported clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned, analyzed and tested for deflation without any issues. The deflation difficulty could not be confirmed during return testing. The definitive cause of the reported deflation difficulty could not be determined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Subsequent to filing the initial MDR, the following information was received: the target lesion was a de novo stenosis of the mild tortuous and mild calcified distal cx vessel.